Event description:
After the primary surgery (probably performed in september), from the post-op xrays was noticed that the lowest screws came off the bone. A revision surgery was performed in the same month: the plate was revised and a dorsal restoration with must mini was performed. No more details available. It is unknown lot and ref number and how many screws were loose.